Event description:
It was reported that the patient developed neurological dysfunction. The site of occurrence was unknown. The patient was asymptomatic but computed tomography (CT) results diagnosed him with a transient ischemic attack. The patient was readmitted to the hospital from (B)(6) 2020 due to neurological dysfunction. There was no surgery or drug treatment performed. The patient was treated with anticoagulants at the time of event occurrence (warfarin, aspirin). The cause of neurological dysfunction was "unknown". It was considered that the relationship between neurological dysfunction and this product was low, but it cannot be denied since the patient experienced a transient ischemic attack (tia) while wearing an implantable ventricular assist device.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hm ii lvas instructions for use (IFU) lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists neurologic dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.